Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that according to the patient  the stimulator was turning itself off by itself at different times of the day and on different days. They stated that it happened twice a week. The patient's battery and impedances were checked on (B)(6) 2021 and impedances all showed they were ok. The patient was told to keep diaries on days and times the battery was turning off and to note what they are doing at the time. They indicated that the patient was also told to make sure the battery was charged enough when this occurs. No surgical intervention occurred or was planned at this time. A standard session reports was also sent showing impedance information, system status information, a recharge summary and stimulation usage. The stimulation usage/status information showed one occurrence between the dates of (B)(6) and (B)(6) where the ins battery level was depleted to the point of therapy being unavailable to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative spoke with the patient and she stated that the battery has not turned off by itself since the appointment with manufacturer representative. The cause of the implantable neurostimulator turning off by itself was not confirmed. The patient keeps the battery fully charged and does not allow it to deplete all the way down. This information has been confirmed with the health care professional.